Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set packaging issue on (B)(6) 2025. The infusion set packaging reported was not sealed properly, it was misshaped or sterile packaging was not intact. No further information available.